Manufacturer narrative:
The investigation of the provided information has been made available. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. The device history records were reviewed and found to be conforming. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported breakage. However, all possible causes related to the reported breakage are listed in rmw no. 304809 rev. 1 based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn nail 10mmx36cm 130 l on (B)(6) 2015. The patient was revised on (B)(6) 2015 due to breakage of the nail at lag screw hole.